Manufacturer narrative:
Not enough information was provided by the reporter for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Each lens is subjected to a 100% assessment of the power (sphere/cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after the implantation of the intraocular lens (iol) to correct for 3.25d of cylinder the patient still had 3.5d of cylinder in his refraction. Cystoid macular edema (cme) was noted postoperatively. Additional information was reported by a physician that the visual acuity (20/20) was corrected but the refractive cylinder still remains. The lens did not correct the astigmatism and the patient had cystoid macular edema in the operated eye.